Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly, scroll compressor, front end board, 30 psia pressure transducer and the pneumatic module assembly. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received the parts with a reported failure of an internal communication error. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failures were confirmed on any part. Retained the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not booting up and has internal communication error. There was no patient involvement.